Manufacturer narrative:
(B)(4). The pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement and occlusion tests due to missing retainer. The pump was received with a missing reservoir tube o-ring, cracked keypad overlay at select button, fading serial number label, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
The customer reported via phone call the pump had cosmetic damage, part of the reservoir compartment was broken off. The customer blood glucose levels are unknown during the time of incident. The customer will return the pump for analysis.